Event description:
Multiple trach flanges have broken recently. These include: 4.5 bivona flextends, 4.5 bivona cuffed, 3.5 bivona and 5.5 bivona hyperflex custom trach tube. Flanges break within 24+ hours of being placed. Patients require a replacement device to maintain their airway. The manufacturer has been notified. Staff have provided the manufacturer with multiple samples of the broken devices.